Event description:
During a hemorrhoidal ligation procedure the small clear plastic tip came off the product and remained in the patient. The component was not retrieved as the physician felt it would pass. The component passed. The scope was a pentax flexible sigmoid colonoscope.